Event description:
Customer reported that the patient was on a heparin drip continuous infusion. The nurse entered the room to find the bag empty and the pump scrolling "infusion complete." There were no alarms going off and there were no lights flashing. There was no report of patient harm and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.